Manufacturer narrative:
Revised expiration date to may 18,2022. Five sealed boxes of handpieces were returned. The boxes contain 12 each sealed trays. Microscopic examination of eight trays was performed. There is a visible seam line on all of the sleeves. Manipulation of the sleeve found that none are torn around the tip or on the seams. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required. See reports for additional devices 0001920664-2019-00209 and 0001920664-2019-00211.

Manufacturer narrative:
The device history record was reviewed, no deviation or issue was detected. The investigation is ongoing. See reports for additional devices 0001920664-2019-00209 and 0001920664-2019-00211.

Event description:
The user facility reported three sleeves had a slit near the metal internal tip,above the inner lumen, and caused a micro tear in the capsular bag. They placed a capsular tension ring and a 3 piece lens in the sulcus with optic capture. The surgery was completed with no other complications.